Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. A visual evaluation noted that one of the silicone inserters was broken off. Laser marks that had faded and rusted were also noted. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is normal wear and tear due to continuous mechanical forces applied to the device, which will inevitably sustain damage over time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/22/2025, it was reported by a sales representative via (B)(4) that an ar-9938-11 wire cutter clamp broke. This was discovered during the case. Another device was used to complete the case with no patient harm.